Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit wouldn't alarm rotor error.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit wouldn't alarm rotor error.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.